Manufacturer narrative:
Product event summary: the controller was returned for evaluation. The batteries were not returned. The reported event could not be duplicated during bench testing. The log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log files revealed several premature power switching events due to momentary disconnections involving (B)(4) and premature power switching events due to communication errors involving (B)(4). Momentary disconnections will result in audible tone. As a result, the reported event was confirmed. The most likely root cause of the reported premature power switching events can be attributed to momentary disconnections and communication errors. The most likely root cause of the reported beeps can be attributed to momentary disconnections. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. Additional products: battery (B)(4) h3: yes h6 FDA patient code(s): c76143 h6 FDA method code(s): 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 battery (B)(4) h3: yes h6 FDA patient code(s): c76143 h6 FDA method code(s): 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 battery (B)(4) h3: yes h6 FDA patient code(s): c76143 h6 FDA method code(s): 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery (B)(4) h3: yes h6 FDA patient code(s): c76143 h6 FDA method code(s): 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: a1, b3, b5, d11, h10 product event summary: the controller was returned for evaluation. Four batteries (bat204776, bat217953, bat218224, bat218235) were not returned. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. The reported event could not be duplicated during bench testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log files revealed several premature power switching events due to momentary disconnections involving bat204776, bat217953, bat218224, and bat218235 and premature power switching events due to communication errors involving bat204776 and bat217953. Momentary disconnections will result in an audible tone or "beep." Additionally, data log files revealed relative state of charge (rsoc) values between 101-201 involving bat204776, bat217953, and bat218224, which is indicative of communication errors. As a result, the reported events were confirmed. The most likely root cause of the reported premature power switching events can be attributed to momentary disconnections and communication errors. The most likely root cause of the reported beeps can be attributed to momentary disconnections. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. Additional products: d4: catalog#: 1650de / serial#: (B)(6) / h3: yes / h6: FDA method code(s): 4114 d4: catalog#: 1650de / serial #: bat217953 h3: yes h6: FDA method code(s): 4114 d4: catalog #: 1650de / serial#: (B)(6) / h3: yes / h6: FDA method code(s): 4114 h6: FDA conclusion code(s): 4307 d4: catalog#: 1650de / serial#: (B)(6) / h3: yes / h6: FDA method code(s): 4114 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Log file review indicated that two of the batteries also had a communication error.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery / (B)(4)/ model #: 1650de / expiration date: 2016-01-31 UDI #: (B)(4) mfg date: 2015-01-31 (B)(4). Heartware ventricular assist system ¿battery / (B)(4)/ model #: 1650de / expiration date: 2017-05-31 UDI #: (B)(4) mfg date: 2016-05-31 (B)(4). Heartware ventricular assist system ¿battery/ (B)(4)/ model #: 1650de / expiration date: 2017-05-31 UDI #: (B)(4) mfg date: 2016-05-31 (B)(4). Heartware ventricular assist system ¿battery / (B)(4)/ model #: 1650de / expiration date: 2017-05-31 UDI #: (B)(4) mfg date: 2016-05-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing power switching while at home. All of the devices have been exchanged. No patient complications have been reported as a result of this event.